Manufacturer narrative:
Corrected information is provided in sections h.6. FDA device code was updated from 1094 to 2946. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. No sample was returned for root cause evaluation, however, an photo provided by the customer shows bubbles in the blue aspiration tubing. There are no bubbles in the infusion tubing. A review of the batch used indicates this is an isolated incident for this batch. The root cause of the customer's complaint could not be conclusively determined without the physical sample. A potential cause could be related to a weak bond between the tubing and cassette, but this could be confirmed. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Current tracking indicates no adverse trend for this lot for this event. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that screen showed as no aspiration and air bubbles in the tubing from the cassette are cannot be cleared during surgery. The surgery was completed by replacing with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).